Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise but did not result in any inappropriate therapy. The patient was brought back into the clinic. Isometric and pocket manipulations were performed and reproduced large amplitude noise. The device was reprogrammed to the alternate sensing vector which resolved the issue. This device recorded a untreated episode. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.